Event description:
It was reported that the guidewire tip detached inside the patient. Vascular access was gained through a retrograde puncture via the dorsalis pedis artery. The target anatomy was located within an artificial vein interposition on the proximal lower leg. The patient had a popliteal bypass with entrapment syndrome within the transition interposition-a. Fibularis on the right. A 300 cm pt2 guidewire was selected to treat stenosis below the right knee. The wire was advanced to the stenosis. The wire tip detached from the wire. The tip remained inside the patient, and the rest of the wire was removed. An interventional attempt was not made to remove the detached wire tip. It was not possible to probe the distal anastomosis bypass for dilation during the procedure. The procedure was ended and the patient had no change in condition. A previously necessary bypass anastomosis revision along with a surgical salvage where the detached tip was retrieved was completed two days later successfully.

Manufacturer narrative:
Device analysis by MFR: the device was returned inside of a hoop together with its original pouch. The polymer tip was detached approximately at 298.3 cm from the proximal end. The detached section was not returned. The distal tip was found slightly bent. No other damage or irregularities were found.

Event description:
It was reported that the guidewire tip detached inside the patient. Vascular access was gained through a retrograde puncture via the dorsalis pedis artery. The target anatomy was located within an artificial vein interposition on the proximal lower leg. The patient had a popliteal bypass with entrapment syndrome within the transition interposition-a. Fibularis on the right. A 300 cm pt2 guidewire was selected to treat stenosis below the right knee. The wire was advanced to the stenosis. The wire tip detached from the wire. The tip remained inside the patient, and the rest of the wire was removed. An interventional attempt was not made to remove the detached wire tip. It was not possible to probe the distal anastomosis bypass for dilation during the procedure. The procedure was ended and the patient had no change in condition. A previously necessary bypass anastomosis revision along with a surgical salvage where the detached tip was retrieved was completed two days later successfully. It was further reported that the patient was in stable condition after the surgical procedure in which the detached tip was retrieved, and then discharged from the hospital. The physician could not determine if any side effects to the patient were caused by the detached tip.